Manufacturer narrative:
The frame of the rollator has broken above one of the front forks.the futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s.the alleged incident occurred in (B)(6).

Event description:
The frame of the rollator has broken above one of the front forks.the futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s.the alleged incident occurred in (B)(6).